Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus, manual dose injection and infusion set change was done to address bg. It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.